Manufacturer narrative:
Patient's identifier and weight were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted for additional information. Updated report submission date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type updated patient identifier and a4 for patient weight.